Manufacturer narrative:
Account repaired the bed but didn't know what their maintenance did to repair them. Bed is repaired and back in service so issue was resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that bed would not go into trendelenburg.